Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same type of adhesive events with five infusion set as they all fell off during use. Patient replaced infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR 1879895 - device 5 of 5.